Event description:
It was identified through periodic review of the programming history database that high impedance was present on the patient's device. The patient's device was programmed off. The physician was aware of the high impedance. No surgical intervention has occurred to date.